Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. (B)(4).

Event description:
It was reported that the patient was deceased. Antitachycardia pacing (atp) was delivered for treatment of ventricular tachycardia (vt) but was unsuccessful. There was possible right ventricular (rv) lead oversensing and inappropriate withholding of therapies noted. It was reported that rv and superior vena cava (svc) lead impedance were high but this was suspected to be post mortem measurements. Rv lead trend data was reported as normal and there were no prior issues reported with the lead. No additional information is available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.